Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse indicated that there was a fluid leak from the disconnected tubing at the sweep flow in the vicinity of foam trap (fmt3). The fse reported the volume of the leak was approximately 10 mls. The leak was contained within the instrument. The diluent leak damaged the peltier module, solenoid, complete blood count (cbc) wire harness and mix chamber drive. All affected parts were replaced and the instrument performed without any leaks or errors. The fse verified the instrument and no further issues observed. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported the coulter lh 500 hematology analyzer generated red blood cell (rbc) and platelet (plt) background failures. There was no exposure to open wounds or mucous membranes. It is unknown if the customer was wearing personal protective equipment at the time of the incident. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.